Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The end user gained access through both femoral arteries to place another manufacture's stent the end user attempted to inflate the balloons with 2 atm by kissing balloon technique. The balloon catheter which was inserted into the left iliac artery would not inflate. Pressure was not increased, evaluation of the balloon revealed a pin hole located 2cm from the distal balloon bond. Another manufacture's device was used to complete the procedure. No adverse effect to the patient reported.